Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the end of multiple tubing during the fill tubing process. The customers blood glucose (bg) level was impacted (488 mg/dl) the customer stated to have also ate gummies. The customer took a bolus via the pump to stabilize bg level. Troubleshooting with tandem technical support was performed. The customer was guided through the fill tubing process and insulin was observed.